Manufacturer narrative:
(H-3) no animal test modules exist to adequately assess the potential of a suture to spontaneously extrude or spit.

Manufacturer narrative:
No product was provided for testing accordingly, no testing could be conducted. A batch history records review was performed and it was confirmed that all release criteria were met. There in no indication of a process event which relates to the nature of the complaint. No conclusion can be drawn.

Event description:
Pt experienced suture spitting approx two (2) months following orthopedic surgery which required re-operation under general anesthesia, wound cleanup and antibiotic treatment.